Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the progav 2.0, the shunassistant 2.0, the both catheters were determined. Organic deposits were found only in the controll reservoir. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to determine the opening pressure of the progav 2.0 and the shuntassistant 2.0 a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow is used. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in progav 2.0. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried organic deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine visible deposits in the progav 2.0 and in the control reservoir. The deposits had no effect upon the specifications at the time of the examination. The products operated within all specifications. Organic material in the csf can temporarily influence the function and are known side effects in hydrocephalus therapy. Furthermore, we cannot determine functional deviations or other abnormalities in the shuntassistant 2.0 and in the catheters. The products operated within all specifications. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx609t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system had adjustment dificulties. The patient underwent a revision procedure in (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturing site evaluation. Investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx609t) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system had a malfunction. The patient underwent a revision procedure on an unspecified date. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.